Event description:
According to a user facility report rec'd by the MFR, following is a timeline of events related to this device experience: on 1/9/98 following a diagnostic catheterization procedure, an angio-seal was inserted in the pt's right leg. The pt later developed an ischemic, painful and cool right limb. An angiogram was performed on 1/13/98 (results unk), followed by aortogram on 1/13/98. On 1/14/98 the pt was reportedly taken to surgery where the collagen was found to have been deployed in, and to be occluding, the right superficial femoral artery. Thrombosis was noted to be distal to the collagen. The device was removed and a patch angioplasty was performed. On 1/15/98 a ptca was performed. As of 3/16/98 there has been no further report of complication or pt sequelae made to the MFR.